Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Patient was reported to be very thin and bedridden due to a spinal cord injury.

Event description:
A us distributor reported that a patient developed open wounds underneath the vibration box, rear te pads and the electrodes. The patient's wounds were bandaged while in a rehabilitation center. The medical outcome is unknown. The patient ended use.